Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two months post implant, it was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) post sense on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.